Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. It was reported that the customer's blood glucose levels were over 600 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The customer's mother stated that she could not physically push insulin from the reservoir into the tubing. The customer's mother stated that she does not have the reservoir to return. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.